Event description:
It was reported that the patient was having withdrawal-like symptoms; the physician therefore ,was going to perform a rotor study. The patient was going to be given a bolus of 160 mcg over the course of four minutes. The pump was being used to deliver lioresal. It was later reported that the patient experienced spasticity escalation caused by a catheter problem noted during spinal fusion. The health care provider (hcp) noted a break/tear/hole in the distal (spinal) segment of the patient's catheter that resulted in a leak, which will require revision. The hcp also confirmed that the patient's pump contained lioresal, from which the patient received 800-mcg/ml daily doses. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8709sc lot# serial# (B)(4), implanted: 201 (B)(6), product type catheter. (B)(4).

Event description:
Additional information: the catheter was revised. For subsequent events see manufacturer¿s report # 3004209178-2014-19671.

Event description:
The catheter was revised on (B)(6) 2013.